Event description:
It was reported the epg (external pulse generator) was used for the patient in the hospital room. When the transfer of the patient was made, the epg turned off suddenly and stopped. After the battery was replaced and the switch was on, the epg started again. It was reported that the low battery indicator was not shown. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.